Manufacturer narrative:
The complaint of subcutaneous leak is confirmed. The complainant had indicated a "catheter malfunction." No other complications with the device are known. The catheter tubing exhibits a partial split 2.8 inches proximal to the distal end of the catheter. The longevity of device indwell time information prior to the complaint incident was not provided by the complainant. The compressed tubing and the characteristics of the partial longitudinal split suggest it was caused by compression within the costoclavicular space. However, at this time, the mechanism of damage is undetermined. The unknown longevity of the device, and incomplete information other than malfunction suggest other factor(s) was (were) involved. Gross visual and microscopic examinations, functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Catheter malfunctioned. It was removed and replaced. Received sample. Subq leak distal to the sure cuff on white lumen.